Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. It was reported there was no revision and the parts are not available for return. The distributor also stated "as cause of issue, surgeon stated that the screw was fixed to narrow space and fixed position of the screw was near the median line because median sternotomy was not straight." This seems to indicate that the product was fixated near the incision which may have cause the sternal dehiscence; however it is unclear if that was the intended meaning of this statement as no additional details were provided. No product was returned and no functional tests or inspections could be performed. No x-ray, scans, pictures, or physicians reports were provided. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2017-00725-1 and 0001032347-2017-00726-1.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned. Because the lot number is unknown, the device history records could not be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three for the same event; reports one and two are reported on MFR #: 0001032347-2017-00725 and 0001032347-2017-00726.

Event description:
It is reported that after a few days following the original surgery, the patient experienced sternal dehiscence. The surgeon states the screw was fixated to a narrow space; the position of the screw was near the median line because the patient's median sternotomy was not straight. The surgeon believes this to be the cause of the sternal dehiscence. It is reported the implant had not expected any early or immediate load after the original surgery. A revision has not been performed.